Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the device was unpacked. Pcb severely damaged. No leds in the housing. Test pcb installed. Water filled up and disposable attached. Device works normal. The temp was stable and in the range. The customer's indicated failure was confirmed. The root cause was most likely related to fall damage. Cost estimate prepared for the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not give any warning signals. There was unknown patient involvement and unknown harm/adverse event reported.